Event description:
Multiple "battery power lost" alarms. Pt is in the ER, in apparent dka. They have changed batteries four times. After priming pump, it again alarms. Reporter was directed to put in batteries again and again reporter received an alarm.